Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The user facility reported similar events. MDR's 3013394970-2017-00389 and 3013394970-2017-00391. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the agio-seal failed to engage the locking cap and fell apart. The following information was provided by the user facility: the first click occurred without issue but when the doctor pulled back the angio-seal device to set the anchor the device did not click into place and came apart. The doctor was able to grab the tamper tube and manually complete the seal. It was reported that there was no injury to the patient and there was no noted blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results & additional event information. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 10/11/17. The doctor never felt any resistance in the insertion of the seal and there were no particular patient demographics to remark on. He said there was no resistance with the removal and that was the problem it just came out unattached and he could successfully manually tamper what was left.